Event description:
It was reported that a patient underwent a laparoscopic total cystectomy procedure on (B)(6) 2022 and suture clips were used. During the procedure, the clip could not be fed into the jaws properly. The same issue occurred to the clips with the same lot number. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). No device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: " what suture type was used? If we get the information, the pc will be updated. What suture size was used? Ditto when the event occurred, was the suture placed near the hinge of the clip? No further information will be available. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? No. Was the applier checked for damage (jaws straight and aligned)? Yes. The applier has been checked. What was the surgical procedure involved? The procedure was laparoscopic total cystectomy. No further information will be available. Was this a robotic procedure? Rrobotic(rapn). If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No further information will be available. Could you please clarify how many devices present this issue? Three. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned samples revealed that xc200 reload (a) was received with no apparent damage and 4 clips loaded. The reload was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed 4 clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Analysis: the product was returned to for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned samples revealed that xc200 reload (b) was received with no apparent damage, without foil and 5 clips loaded. The reload was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed 5 clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Events reported via: 2210968-2022-09737 and 2210968-2022-09738.